Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc) could not investigate the subject device. The exact cause of the reported event could not be conclusively determined. But omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of the service department of oekg and the previous similar cases that the clip was sucked in the device accidentally and its suction valve got stuck, omsc surmised that the phenomenon occurred due to inappropriate handling by the user. If additional information becomes available, this report will be supplemented.

Event description:
The service department of olympus (B)(4) (oekg) was informed from the user that the clip was sucked in the subject device and its suction valve got stuck. At the incoming inspection for the repair, the service department of oekg identified the biopsy channel was scratched and damaged. And also a part of the biopsy forceps and a clip were found in the biopsy channel and the suction cylinder was clogged. There was no report of patient injury associated with this event. The user did not provide the other detailed information.